Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 176 mg/dl, 162 mg/dl, and 79 mg/dl; 155 mg/dl, 139 mg/dl, 89 mg/dl, 86 mg/dl, 129 mg/dl, 119 mg/dl, 86 mg/dl, and 129 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).